Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that during an osteosynthesis procedure in the 4th and 5th metacarpal on (B)(6) 2022, the drill bit was fractured. It was not possible to remove the fragment. The procedure was completed successfully. The screwdriver also fractured in the procedure, and it was not possible to recover the fragment. It had no patient involvement. It was possible to finish the procedure. There was a 6 minute delay in surgery. The patient status was reported to be okay. This report involves one stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 manufacturing location: supplier- (B)(4). Manufacturing date: 26-may-2022. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 348p304 (non-sterile). Four pieces were scrapped in cell at op #60, for destructive testing. Production order traveler met all inspection acceptance criteria, apart from the four pieces noted. Inspection sheet, incoming final inspection, met all inspection acceptance criteria, apart from the four pieces noted. Packaging label logs were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received (vendor machine) was reviewed and determined to be conforming. Inspection certificate supplied (for raw material) was reviewed and determined to be conforming. Note: heat number on universal punch certificate identified as (B)(6); heat number identified on zapp certificate is identified as (B)(6). Heat treat results on both certificates met acceptance criteria. Certificate of analysis supplied for op # 60 (tin coat) was reviewed and determined to be conforming. Certificate of compliance supplied for op #80 (colorize) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the tip of the scrdriver shaft 1.3/1.5 t4 self-holding, p/n: 03.130.010, was broken. The broken fragment was not visible in the provided photographic evidence. No other problems identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for scrdriver shaft 1.3/1.5 t4 self-holding, p/n: 03.130.010. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the scrdriver shaft 1.3/1.5 t4 self-holding was broken. The broken fragment was not received in the provided evidence. No other problems identified. A dimensional inspection for the scrdriver shaft 1.3/1.5 t4 self-holding was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.3/1.5 t4 self-holding would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device history lot manufacturing location: supplier- (B)(4)/ monument manufacturing date: 19-aug-2022 part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc lot number: 665p064 (non-sterile), lot quantity: (B)(4). One piece was scrapped in cell at incoming inspection, after being dropped. Six pieces were scrapped in cell at vendor tin coat. Four for destructive testing and two for an unacceptable surface finish-discoloration. Production order traveler met all inspection acceptance criteria apart from the seven pieces noted. Inspection sheet, incoming inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch dated 25-may-2022 was reviewed and determined to be conforming. Hardness certified to be within specified range. Inspection certificate supplied to universal punch from zapp (for raw material) dated 12-jun-2020 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond dated 06-jul-2022 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine dated 17-aug-2022 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10: date of concomitant therapy is (B)(6) 2022.